Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9262008. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The photos submitted clearly displayed the reported leakage, unfortunately, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: this case happened in general surgery department on (B)(6) 2020, there was leakage in the needle tip protective sleeve during the operation of removing the needle with 24g pegasus indwelling needle. After the needle core was completely removed, no leakage was found in the septum, and the indwelling needle was remained in the patient's hand. The operation teacher said it had never happened before

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: this case happened in general surgery department on (B)(6) 2020, there was leakage in the needle tip protective sleeve during the operation of removing the needle with 24 g pegasus indwelling needle. After the needle core was completely removed, no leakage was found in the septum, and the indwelling needle was remained in the patient's hand. The operation teacher said it had never happened before